Manufacturer narrative:
(B)(6). This report is for two (2) unknown 4.0mm locking screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant parts are not expected to be returned for manufacturer review/investigation, as parts were discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who was implanted with a synthes ex humeral nail and two (2) unknown 4.0mm locking screws on (B)(6) 2016, was noted to have a non-union. The patient was revised on (B)(6) 2017, where the humeral nail and locking screws were removed intact and the patient was revised to a synthes large frag, 10-hole broad plate, and about eight screws. Vivigen cellular bone graft material was also used in the fracture site. There were no surgical delays and the previously implanted hardware was easily removed without any additional patient harm or medical intervention. The explanted devices were discarded; as such they are not available for investigation. The patient was reported to be stable at the end the procedure. This report is for two (2) unknown 4.0mm locking screw. This is report 2 of 2 for complaint (B)(4).